Event description:
Customer claims that the alarm has power, but does not sound when weight is removed from the sensor. The batteries were changed and there is no visible damage to the outside of the alarm. The alarm is being used with sensor pads. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Product was requested to be returned for evaluation and has not been received. (B)(4).